Event description:
It was reported that a laparoscopic cholecystectomy procedure was performed on (B)(6), 2012. The procedure went well and there was no patient consequence. The patient has since been re-admitted several times for abdominal pain. It is the surgeon's opinion that the patient may have an allergic reaction to the clips used in the procedure.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the patient have a nickel allergy? What was the reason for the cholecystectomy procedure? What is leading the surgeon to believe the patient is having an allergic reaction? Was a CT scan or blood test performed? Ees risk manager spoke to the associate at the insurance company and she indicated the patient is currently back in the hospital being reevaluated for abdominal pain. They are procuring clips to perform a skin allergy test. The insurance company contacted ees to provide an update. She indicated the patient's mother called her and relayed that the patient is tpn (total parenteral nutrition) and there is a PICC line infection. She did not know the status of any allergy test or if they are moving forward with the testing. I provided this information to ees medical director to get clarification and he provided the following: without any objective evidence, the idea of clip allergy has been raised by one of her healthcare providers. Recently, ees has been made aware that the patient was also undergoing total parenteral nutritional support through a PICC line. This seems to indicate a more complex problem than clip allergy and may point to other causes of her post operative course that at this time we have limited information regarding. The insurance company has agreed to inform ees if the allergy testing is conducted as well as the results. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.